Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. It was reported that the hospital pathology laboratory kept the device. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a follow-up visit this device was found to have reached the elective replacement indicator. Two months later, the device had was found to have reached end of life. The device was explanted and replaced. This device is included in the (B)(6), 2007 mid-life display of replacement indicators advisory population. There was no report of adverse patient effects due to the explant procedure.